Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery (pta). After a non-bsc guidewire crossed the lesion, a 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.